Event description:
It was reported that a leak was observed during use of an amia automated pd cycler set. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. The leak was further described as ¿orange stuff is leaking out of the cycler¿. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.